Event description:
Impactor broken in half.

Manufacturer narrative:
The report states: the complaint was received into the (B)(4) quality department (B)(4) 2014 following receipt of product it was transferred to investigation on (B)(4) 2014. Visual examination of the returned femoral notch impactor; product code: 950501218, lot number: j1208 confirmed that the black plastic part of the impactor had broken away from the metal body. A complaints database search made on product code 950501218 identified similar complaints received previously. Notification was received from design engineering (B)(4) 2013 advising that the issue of breakage of radel handles that are impacted had now been reviewed by the CAPA review board and identified for further action. Data review no. (B)(4) has been raised for further investigation, to include reference to data review activity no. (B)(4). Conclusion and justification status: inspection of the returned product confirmed the product breakage as reported. The investigation has been assigned for further investigation by the CAPA review board. Further information shall be available through reference to (B)(4). The complaint shall be closed with an undetermined conclusion and will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.